Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3/h6) the lld ez was discarded, thus no product investigation was performed and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to upgrade. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath along with a spectranetics visisheath dilator sheath, advancement was made down the middle of the innominate vein, and paused to change handle on the rail. However, when pulling again, the lead and the lld ez separated distal to the mandrel, requiring intervention. The lead and lld ez were removed with suture, and the patient survived the procedure. This report captures a portion of the lld ez that separated during use, requiring intervention.